Event description:
The complainant reported a patient needing an impella device for mechanical circulatory support due to cardiomyopathy. While on support it was noted that the patient was going to operating room for exploration for bleeding. Patient was resting on support, however the chest remained open. The chest tube drainage was acceptable and prbcs were transfused for overall surgical bleeding. In addition, the impella was weaned. Pump was explanted at the same time as closure of the chest. In addition the patient experienced a stroke. The procedure outcome was the patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.